Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced allegedly experienced infection, urinary problems, emotional distress, pain, recurrence and a product problem. The plaintiff also experienced leakage, nocturia, other specified genital prolapse and urge incontinence. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to manufacturer report #: 2183959-2014-36421. Related to manufacturer report #: 2183959-2014-36473.

Manufacturer narrative:
(B)(4).